Event description:
Reporter states the pt tested 11 mmol/l and was given an unk type and amount of insulin. An unk time later, the pt tested 2.7 mmol/l on a lab comparison. No treatment info provided. No adverse event reported. Requested return of suspect system for evaluation.

Manufacturer narrative:
Event occurred in another country.